Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received a voluntary medwatch (mw5149858) regarding field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information from the patient alleging the patient was diagnosed with stage 2 bladder cancer after having urinary symptoms starting in 2020. The patient underwent tumor resection in 2021, started chemotherapy in 2021 and subsequently underwent radical cystectomy in 2021. The patient also experienced a chronic cough with intermittent reactive airways that was treated with inhalers. The pulmonologist performed pulmonary function tests which were normal and the etiology could not be determined. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received a voluntary medwatch (mw5149858) regarding field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information from the patient alleging the patient was diagnosed with stage 2 bladder cancer after having urinary symptoms starting in 2020. The patient underwent tumor resection in 2021, started chemotherapy in 2021 and subsequently underwent radical cystectomy in 2021. The patient also experienced a chronic cough with intermittent reactive airways that was treated with inhalers. The pulmonologist performed pulmonary function tests which were normal and the etiology could not be determined. After the third attempt to have the device and components evaluated, the customer responded that the device will be available for evaluation, but it has not yet been returned to the manufacturer for evaluation. The manufacturer is submitting an updated report at this time. After device return and completion of evaluation, a follow-up report will be filed. In this report box h: eval method code, eval results code and conclusion code is updated.